Manufacturer narrative:
A ge service representative performed an on site investigation. The ip board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the cine functions would not operate. There is no report of a patient injury or death associated with this event.